Event description:
It was reported that the patient feels device pacing "multiple times during the day". The patient also feels the device during interrogations. Upon follow-up, the hcp indicated the device is functioning normally. The chronic lead trend feature was turned off. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.